Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the reported issue was resolved by installing the software at the site. The software reinstalled without collecting logs, therefore there was insufficient information for further investigation. A root cause cannot be determined. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the acuson p500 system was being used for an ablation carto exam. The system turned off and was not able to boot up after. The exam was completed using a different system. There was no patient injury.